Manufacturer narrative:
Additional information was added to d9, e1: initial reporter state, h3, h4, h6, h10. H10: the device was received for evaluation. A visual inspection was performed and a hole was observed in the tube. The pouch the set was received in had slight damage. A functional under water leak test was performed which revealed that the set was leaking. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was cracked which resulted in a leak. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.